Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05655. The pt has two leads (from the same lot). It was reported the pt's scs system has been non-beneficial. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.